Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient underwent a percutaneous endoscopic gastrostomy (peg) placement. There was evidence of puncture to the superficial layer of internal driveline/velour during the procedure. The ventricular assist device function was intact and there were no alarms or alterations to pump function. Log files were submitted for review and captured multiple set speed changes. The log file also captured low speed advisory alarms on 15may2025 when the set speed (5000 rpm) was lower the lower the low speed limit (5400rpm). The alarms resolved when low speed limit was at 4800rpm. Otherwise, the log files captured routine events, there were no notable alarm conditions or parameter changes.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of superficial damage to the patient¿s pump cable could not be confirmed as no images were submitted for review and the device remains in use. A specific cause for the reported damage could not be conclusively determined through this evaluation. Review of the submitted log files captured the pump operating as intended. No notable events or alarms were captured. The patient remained ongoing on heartmate 3 left ventricular assist system, (B)(6), until they expired (see MFR# 2916596-2025-04131 for outcome information). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. The patient handbook cautions the user to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU, ¿patient care and management¿, and section 4 of the patient handbook, ¿living with the heartmate 3¿, instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged).¿ section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, provide additional instructions regarding driveline care in sub-sections entitled, ¿what not to do: driveline and cables¿. Furthermore, section 8 of the IFU, ¿equipment storage and care¿, and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild soap. No further information was provided. The manufacturer is closing the file on this event.